Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The screen has gradually dimmed and changed colors. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/30/2015-additional information/device evaluation: the pump with the serial number (B)(4) associated with this complaint was returned and investigated on 03/13/2015 in relation to another complaint. Pump (B)(4) was added to this complaint file on 12/04/2015, and the following results of product analysis were obtained from the original investigation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim and discolored. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.